Manufacturer narrative:
A maquet svc rep visited the hosp, and evaluated the surgical light. He found that yokes, arms and cupolas in or #6 and others show collision damage. A large area of the yoke surface is missing paint. The hlx light operating manual provides recommendations to position the light heads during surgeries. The maquet svc team on site instructed hosp staff in the proper handling of the lights in order to avoid collisions during use. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet. Provides product failure investigation, analysis and resolution for the device described in this report.